Manufacturer narrative:
Approximate age of device ¿ 4 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that low flow alarms sounded from the system controller and the patient experienced dizziness. The alarm resolved after changing batteries. The patient was admitted to the hospital for observation. The patient was hemodynamically stable. The system controller log file reviewed by the manufacturer¿s technical services representative showed that the pump came to stop due to low voltage while changing over the batteries. Both batteries were disconnected leaving the pump with no power. There were no other unusual events seen within the log file. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed through evaluation of the submitted log file. Although it could not be conclusively confirmed through this evaluation, the events appeared to be related to disconnecting both external power sources at the same time. Log file analysis showed that the system shut down due to both power cables being disconnected from external power. This resulted in a clock reset to 0d:0hr:0min and a pump stoppage. A specific time for when the pump stoppage occurred and a duration of time the system was without power could not be conclusively determined through this evaluation. The log file showed a reconnection to external power followed by an immediate disconnection. The system was then reconnected to external power on the black cable, then was later switched to the power module after 1hr:25min. Reconnections to external power corresponded to alarms for low speed and low flow hazard due to the system resuming device operation up to the fixed speed. The remainder of the log file showed device operation above the low speed limit. No other atypical events were captured. The patient remains ongoing on lvad support with no further related issues reported. A review of the device history records revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.